Event description:
Approximately 8 mos post index procedure follow up cag was conducted, and restenosis was observed inside the implanted cypher. There was 75.23% stenosis. The pt did not show any symptoms. To treat the restenosis, poba was conducted with a 5.0mm/length unk balloon at 12atm; inflation time is unk. The residual % of stenosis was 25.23%. The pt is in stable condition. Physician's comment: the probable cause of this event was due to the insufficient stent apposition due to the heavy calciifcation.

Manufacturer narrative:
Clinical study. The target lesion was the proximal rca. The lesion was de novo, eccentric, tubular, ostial, highly calcified and slightly tortuous lesion. The diameterof the vessel was 4.13mm and the lesion length was 19.46mm. Pre-procedure stenosis was 88.3%. Lesion calssification was type b2. The procedure was an elective case. Brachial approach was chosen for the procedure. Rotablator was conducted and then pre-dilation was conducted with a 4.0x15mm balloon at 10atms; inflation time is unk. A 3.5 x 23mm cypher des was implanted at 20atms for 16-30 seconds at the taregt lesion. Post-dilation ws conducted with a 4.0x15mm balloon at 20 atms. Inflation time is unk. Timi flow pre and post procedure was I and iii. The residual % of stenosis was 19.3%. Ivus was conducted. Anti-platelet therapy conducted is following: heparin 10000u, isosorbide mononitrate 5mg/day, aspirin 200mg/day, ticlopidine hydrochloride 200mg/day, warfarin 1.5mg/day, amolodipine besilate .5mg/day, isosorbide dinitrate 1 sheet/day, and nicorandil15mg/day. Please note: is distributed outside the us. However, it is similar to the us product.